Event description:
Device 2 of 4. Reference MFR report: 1627487-2013-06052, 06054, 06055. It was reported the pt experiences heating while recharging. The pt has two systems, but he stated he only uses one charger to charge both ipgs and he experiences heating when charging both ipgs. Also, the pt requested only one replacement charger be sent as he does not want to have two chargers. A low energy charger was sent to address this issue. F/u indicates the new charger is working fine and the pt is no longer experiencing any heating while charging.

Manufacturer narrative:
This ipg serial number is included in a field correction and field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.